Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected battery power loss were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported the drive support cap appeared normal. Customer stated the device was not working. Customer was administering bolus when insulin pump provided motor error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.